Event description:
Pt reported performing back-to-back tests, using the suspect device, with results of 156 mg/dl and 79 mg/dl. Based on erratic results, pt reportedly discontinued use of an oral diabetic medication. No pt injury was reported. Quality control testing was reportedly performed on system and the results fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.